Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device has been disposed and is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy with polyp removal and clipping procedure performed on (B)(6) 2022. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip stayed connected and was unable to detach from the catheter to deploy. The nurse tried to open and close the handle several times while the physician tried to reposition the scope but were still unsuccessful. They finally cut the catheter below the handle to remove the scope from the patient. While removing the scope, the catheter pulled the clip off of the tissue causing minimal bleeding. It was reported that the physician left the polyp resection site alone without any further action as the bleeding was minimal. There were no patient complications reported as a result of this event.